Manufacturer narrative:
The info of this per was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time.

Event description:
It was reported by the pt's rep that, "the pt had trident ceramic on ceramic hip surgery in 2005. Seven months following his primary surgery, his hip began squeaking and popping. Subsequently, he was revised five time." (This report documents the 4th revision.)